Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed error code at the time of second self test. The customer¿s blood glucose was 145 mg/dl in the morning, he ate eggs and bacon for breakfast causing blood glucose to increase to 245 mg/dl. The customer corrected blood glucose by changing infusion set but blood glucose only decreased to 230 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. Based on customer report customer does not allege pump was under delivering. The insulin pump alarmed hardware low level failure. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self-test at first time. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.